Manufacturer narrative:
Manufacturing site:(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The subject guide wire was returned for evaluation. The guide wire was found its coil wire fractured at the middle solder located at 15mm from the tip. At approximately 11mm from coil wire fracture, the exposed core wire was found fractured. Core wire and coil wire fracture sites were microscopically observed. A longitudinal crack was found on the fracture surface and the core wire was twisted near the fracture end. These findings suggested that the core wire was fractured due to accumulated rotational stress applied while it was being bent. Trace of twisting stress generated as coils got straightened was found on the coil fracture site. Based on the above findings, it was concluded that the coil wire was fractured at approximately 15mm from the distal solder including the ball tip, and the core wire was fractured at approximately 4mm from the wire tip. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that bending and rotational stress exceeding the product design limit was locally applied while the wire tip was trapped by the stenosis, and caused the core wire to fracture. The coil wire fracture was assumed to be occurred due to twisting stress that generated as coils were pulled and became straightened, and eventually fractured at the middle solder where the coil wire was fixed to the core wire. There was no indication of product deficiency. Instructions for use states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a ppi to treat a severe stenosis in the popliteal artery, several guide wires were used in attempts to cross the lesion; however, those wires could not cross. The subject guide wire was then used. While attempting to cross, the wire tip became fractured. The separated wire was buried in the plaque so that the physician determined to leave the fragment and terminate the procedure.